Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "symptoms of capsular contracture 2 years ago, and has had "lots of issues since then," "pain", "redness" and "a recent MRI was positive for seroma around the left breast". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "symptoms of capsular contracture 2 years ago," and has had "lots of issues since then," "pain", "redness" and "a recent MRI was positive for seroma around the left breast". Device remains implanted. This record is for the left side.